Manufacturer narrative:
Omsc was not information that the subject device had any failure. The facility used the peracetic acid on a non-olympus automatic endoscope reprocessor. As mentioned above, peracetic acid residue inside the air/water channel of the subject device due to insufficient reprocessing could not be ruled out as a contributory factor to the reported event. This report is being submitted as a medical device report in an abundance of caution.

Event description:
Olympus medical systems corp (omsc) was informed that a patient's colon had sustained burns and discolored to white after colonoscopy with the use of the subject device combined with ucr. The facility decided that the treatment of the burn of the patient was not necessary.